Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6x100mm absolute pro self-expanding stent prematurely became exposed (not flowered) as they were loading it into place on an unspecified guide wire. The guide wire was already inserted in the anatomy. The device was removed and another was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported premature deployment was likely due to inadvertent handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the account confirmed that the stent prematurely became exposed (flowered) as they were loading it into place on an unspecified guide wire. No additional information was provided.